Event description:
It was reported that they are experiencing significant lag with their sr9 probe. This is a brand-new unit, purchased less than two months ago, and they have expressed ongoing concerns about image lag and difficulty visualizing the needle tip. Software is version 1.2.0. Update thumb drive sent 5/11/2026. No patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.